Event description:
Healthcare professional reported that the valve was removed due to moderate to severe regurgitation, paravalvular leak as seen on echo. Upon reop, the surgeon could not find a leak and reported that the valve looked good. The valve was returned for analysis.